Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship cannot be firmly established between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the information available. The cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy.

Event description:
A nurse contacted customer support for a question regarding a last medicated fill programmed into the fresenius cycler for an unknown hospitalized patient. There were no reported adverse effects during the call nor any indication the hospitalization was related to any fresenius products. During follow-up, the reporting nurse stated the patient was in the hospital (dates unknown) for peritonitis. Details surrounding the patient name, date of birth, and hospitalization course are unknown as the nurse indicated the patient has already been discharged from the hospital. The nurse did report that the patient continued pd therapy in the hospital and the last fill was for an antibiotic. Per the nurse, the cycler was programmed correctly, and the patient did receive their ordered antibiotic without any adverse effects. No further information is available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.